Manufacturer narrative:
Date received by manufacturer: 31oct2019. Report date: 05nov2019. Oxygen inlet retention plate was received for evaluation. Visual inspection showed that the part was deformed. Oxygen inlet retention plate was installed onto the test ventilator to investigate its functionality. After testing, the reported failure was verified and it was determined that the plate was damaged by mechanical stress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The device was evaluated by the field service engineer and the reported problem was confirmed. The field service engineer replaced the oxygen inlet retention plate to address the issue. The issue has been resolved and the device now functions as intended.

Event description:
The customer reported the oxygen inlet retention plate was broken. There was no patient or user harm reported.